Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant the right ventricular header port would not accept the lead. The left ventricular port was also difficult. The pulse generator was not implanted.